Event description:
A myesthenia gravis pt experienced hemolysis during a tpe procedure and post procedure went into renal failure requiring dialysis. Investigation revealed that the apheresis machine alarmed appropriately when hemolysis occurred. The correct response is to discontinue the procedure and not reinfuse hemolyzed cells. In this case, however, the operator continued the procedure and then reinfused the rbcs to the pt. Their renal function is improving now and subsequent tpe procedures have resulted in no further episodes of hemolysis.